Event description:
Caller reported that the t:slim x2 pump battery was not charging despite showing a lightning bolt symbol. There was no adverse impact to the customer's blood glucose level. Customer service suggested using a different charging cable and wall adapter and planned to follow up to confirm the issue was resolved. Caller understood and acknowledged the suggested actions.